Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted the caller in resetting the pump, resolving the issue, and advising the caller to contact them if the malfunction recurred.